Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient reported that the rash was red, raised and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to leave the device off for healing. Patient also applied a prescription hydrocortisone cream. Patient advised the irritation has improved.